Event description:
Rptr complains of implant ruptures & leaking silicone, neuropathies, memory loss, trigeminal neuralgia, & pernicious anemia. She has had 2 surgeries & is currently facing a 3rd surgery. She is now disabled.